Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; there were broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the siderail had false latch or the lift collapsed. There was no patient involvement.

Manufacturer narrative:
It was originally reported that 2 devices experienced the reported issue; however, it was determined that only 1 event captured in the initial report met the criteria for the selected device problem code. B5 has been updated to indicate only 1 event belongs on this vmsr. The other event is now captured in MFR report# 0001831750-2020-00891.

Event description:
This report summarizes malfunction events, where it was reported the siderail had false latch or the lift collapsed. There was no patient involvement.